Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The pump reportedly would power off shortly after a new battery was inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/06/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed one reboot occurred prior to replace battery alarm on (B)(6) 2013 at 5:29 am. A low battery voltage was found in the black box history. No damage was found to the battery compartment or the battery cap. No issues were found with the battery cap contact. No defects were found with the electrical currents. The pump powered on with no issues or alarms. A replace battery alarm was reproduced during testing; the pump emitted the appropriate audible and visual alert. The pump was exercised for 24 hrs with no alarms or power issues noted. The pump was opened and no damage was found to the power circuit.